Event description:
It was reported that, "when putting in the screw, the screw became discolored. Pieces of the coating came of the screw."

Manufacturer narrative:
Investigation in process, but not yet complete. Device has not yet been returned.